Manufacturer narrative:
The device was returned and evaluated. Microscopic examination was performed and found the lens with a broken and missing haptic. The haptic piece was not found loose in the package. Deep scratches were observed on the center of the optic.

Manufacturer narrative:
Although requested, the device was not returned for evaluation, and additional information was not provided. The inserter used was not identified, so we are unable to determine if a validated inserter was used. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that during an implantation of an intraocular lens (iol) into the left eye, the surgeon noticed the haptic was amputated. Due to lack of appropriate iol stock for a replacement iol, the patient was released with the original implant. The surgeon later performed an iol exchange. The patient outcome is good. Additional information was requested but not received.

Manufacturer narrative:
Correction: b4. Additional information: g3, h2, h11.